Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and was unable to read it. Also had unexplained no delivery alarms and rewind takes longer. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with minor scratched lcd window, scratched case, and cracked keypad overlay. Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device powered up properly and no missing segments or partial display noted. No rewind anomaly noted during testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).